Event description:
It was reported that during the initial implant procedure, the stylet was unable to be inserted into the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of a stylet insertion issue was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. A stylet insertion test was performed using a sample stylet. The sample stylet was able to be fully inserted and removed successfully with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts.